Event description:
Intermittent far-field r wave oversensing noted on stored egms. Intermittent atrial under sensing noted on stored egm with falsely classified termination of ongoing atrial arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).